Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 13 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, it was not possible to determine the factors responsible for the reported event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that his olympus evis exera iii xenon light source was experiencing a power issue during procedure preparation. According to the initial reporter, the unit was continually blowing fuses. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the light source was visually inspected and underwent functional tests to assess the device status. The user request could not be confirmed; however, it was found that the ac inlet where the fuses are installed have black spots which indicated bad power supply. Moreover, other miscellaneous damages of rusted top cover, bottom chassis, front panel chassis, front panel mouth damage, normal fu lens cracked, worn out socket slider switch causing intermittent use of high intensity mode and, olympus lamp life meter is reading over 500+hours if additional information becomes available following the device evaluation, a supplemental report will be filed.